Manufacturer narrative:
During service, the beckman field service engineer (fse) found the vacuum valve was not working correctly. The fse replaced the valve to resolve the issue. The fse primed the instrument and verified no further leaks. Instrument resumed operation. (B)(4).

Event description:
The customer reported leaking 40-60 milliliters (ml) fluid under reagent probe b and 30-40 ml inside the reagent compartment when replacing cartridge reagents on their unicel dxc 600i synchron access clinical system. The leaks were contained in the spill tray and in the reagent compartment. The customer used the paper towels to clean it up. The customer stated the fluid appeared to be deionized water. The customer wore gloves and a lab coat while troubleshooting. No one was hurt. No one touched the fluid. No erroneous results were generated.